Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented via emergency to an external hospital due to high amount of low flow hazard alarms since the night of (B)(6) 2024. The patient was then transferred to their regular follow-up center feeling fine and was still mobile. The first log files showed a progressive decrease in flow and power since 15aug2024. The pulsatility index (pi) was slightly increased but persisted since this day between 3 and 4. Echocardiogram showed a regular opening of the aortic valve (av) with every beat. Left ventricular end-diastolic diameter (lvedd) was between 60 and 70mm and the ejection fraction (ef) was calculated to be 25 to 30%. The blood pressure was increased a bit, and the volume loading was good. Computed tomography (CT) scan was performed to exclude any occlusions, but the pictures showed no clear result. According to the physicians a slight decrease in diameter of the graft lumen under the bend relief was suspected. Measurements showed 6 to 7mm less lumen. An external outflow graft obstruction (eogo) was suspected, and a re-exploration was scheduled for (B)(6) 2024 to inspect the bend relief. The surgeons did not open the sternum as they only prepared the bend relief area below. They opened the bend relief nearly on the whole length but no heavy amount of "jelly tissue" was found. They sucked out the whole bend relief area without any improvements in flow of the left ventricular assist device (lvad). The av still opened with every beat, and the left ventricle (lv) was still big. Due to less echocardiographic conditions direct inflow and outflow measurements could not be performed. During the session the rotation per minute (rpm) was increased from 5400 until 7000rpm which brought back the flow up to 4 liters and a bit higher, but the av was still opening. During the whole procedure the patient remained hemodynamically stable with the less need of catecholamines and was transferred to the intensive care unit (ICU) afterwards. Current schedule was an additional catheterization lab angio diagnostic for 26aug2024 to get another impression of the while length of the outflow graft. Further decisions and options were pending.

Event description:
Additional information was received that there were no changes to patient condition or anticoagulation status that may have contributed to an obstruction. The cath lab angio was performed on (B)(6) but no direct root cause was seen. It was thought that the cause could be some blood turbulences directly after the pump outlet but there was no reason to perform further investigation. The patient experienced no symptoms and during the course of time the rotation per minute (rpm) was reduced again to below 6000 with normal flows. The patient was discharged weeks ago but was to remain under tight observation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected outflow graft obstruction was unable to be confirmed through review of the submitted images. Additionally, review of the submitted log files confirmed low flow alarms. However, a specific cause for the low flow events, as well as a direct correlation to the suspected obstruction, could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency could not be conclusively established. The submitted controller event log file contained events on 20aug2024. Intermittent low flow events were captured throughout the file, resulting in several transient low flow hazard alarms. In addition, review of the submitted controller periodic log files revealed a gradual decline in flow and power over time from 15aug2024 to 20aug2024. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The account¿s submitted computed tomography (CT) images appear to indicate possible twisting/deformation of the outflow graft beneath the bend relief, with some portions of the graft appearing narrower than others. However, the exact shape of the graft cannot be conclusively determined from the images alone, and the presence of an obstruction/type of obstruction in the outflow graft cannot be confirmed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for mlp-016196 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.